Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Medwatch originally submitted to FDA on october 9, 2014. Re-submitted per FDA request on october 9, 2014 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the drill bit is well used at the tip. We assume that the damaged was caused by reverse drilling in to hard bone or another hard surface. This would have had impact on the functionality of the drill bit. We confirm that the lot was manufactured in may 2013 and a review of manufacturing and inspection records indicated no problems with the lot in question. The article met the specifications at the time of manufacturing and distributing. A review of our complaints data base also shows that this is the only complaint from this article number and lot number. No product fault could be detected. A complete review of our complaint data base shows there are no other complaints for this issue from this article number and lot number. No actual product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that the drill in question was interfering with the nail. There was no anomaly when assembled all devices outside of the patient body before use. It was reported that the surgeon complained that the drill in question was dull and it encumbered the procedure. There was a 10 minute delay reported. This is report number 1 of 4 for (B)(4).